Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely due to increased power consumption. This device was noted to have exhibited a drop of approximately five years in estimated longevity over a two year period. This device remains in service. No adverse patient effects were reported.